Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ maxguard blood collection device with male luer was secured tightly to the central venous catheter, and it was broken when torque was used. Patient was sent to the hospital to have the broken catheter removed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has conducted further investigation relating to this issue through a CAPA where improvement opportunities have been identified and are in the process of being implemented. During a call between bd and the customer facility, the customer clarified that they had an incident where the device had broken during use with a patient who had a central venous catheter (cvc). The patient was submitted to the hospital to have their catheter removed as it was rendered inaccessible. There was no harm to the patient during this episode following the catheter removal/replacement procedure and the patient was subsequently released from the hospital. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA where improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. Root cause description: although no samples or photos were available for evaluation, a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported that a bd¿ maxguard blood collection device with male luer was secured tightly to the central venous catheter, and it was broken when torque was used. Patient was sent to the hospital to have the broken catheter removed.

Event description:
It was reported that a bd¿ maxguard blood collection device with male luer was secured tightly to the central venous catheter, and it was broken when torque was used. Patient was sent to the hospital to have the broken catheter removed.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer. This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.